Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a 0.035 non-bsc guidewire crossed the lesion and pre-dilation was performed, an 8.0x40x75cm express ld stent was advanced for treatment. However, the physician had difficulty positioning the stent and encountered resistance when attempting to place the stent on the peripheral side. Subsequently, the stent was dislodged and the physician was able to remove the stent by using a gooseneck snare. Predilatation was performed again and an epic stent was used to complete the procedure. No patient complications were reported.